Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use (IFU) states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. According to the IFU, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient may result. Also, according to the IFU, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc).

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis and a gore® dryseal flex introducer sheath. The physician inserted a gore® dryseal flex introducer sheath from the right femoral artery (rfa). The conformable gore® tag® thoracic endoprosthesis was implanted without any issues. Reportedly, when the physician removed the sheath, it was noticed that the rfa was dissected. The dissection was not repaired. The physician elected to monitor it since the outflow was not bad. It was reported that cause of dissection was due to a small access diameter but, the detail was unknown. The procedure was concluded. The patient tolerated the procedure.